Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. This 4.0x40/135 (4f) sterling balloon catheter was selected. The balloon ruptured at 14 atms upon the 1st inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.